Manufacturer narrative:
(B)(4). The actual device has been discarded by the involved facility, which prevented a meaningful evaluation of the actual sample. The perfusion record was reviewed and confirmed an increase in the pressure once the ao-clamp was applied. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. The cause for the reported event cannot be definitively determined based upon the available information. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported pressure increase in the capiox fx15 device. Follow up communication with the user facility confirmed the following information: (1) the actual device was used in an avr case; (2) the circulation started in the normal manner; (3) the circulation was suspended by ao clamping; (4) when the clamp was released, the pressure inside the actual device started to increase, resulting in a difficulty in sending blood; (5) the actual device was changed out; (6) the volume of blood loss for the replacement of the oxygenator was not reported; and (7) the procedure was completed successfully.